Manufacturer narrative:
(B)(4).

Event description:
Trial patient reported she had experienced really bad cramps. The patient reported she started having cramps around 3 pm but did not need to go to the restroom yet. The patient reported around 6 pm she had to go to the restroom but her cramps were unbelievable and got worse. The patient reported she must have passed out because the next thing she remembers she woke up in a puddle of stool and in her diarrhea. The patient stated after it all had come out, she was feeling better and no longer had the cramps. The patient stated she no longer felt the cramping. The patient would be seeing her health care provider (hcp) on (B)(6) 2016. Additional information received later indicated that the patient was complaining of severe cramping along with episodes of painful bowel movements and some bleeding during her interstim trial. The patient was advised by the representative to turned stimulation down and notified the hcp. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.